Event description:
Pt was injected in the nasolabial folds with radiesse dermal filler and belotero intense in the glabellar frown lines during a workshop on (B)(6) 2012. The pt developed inflammation and swelling, unexplained blood and secretion discharge from pores on left side of the nose and to a lesser extent along two glabellar frown lines. Necrotic areas, some confluent are located on both sides of the nasal bridge and in patches along the left side of the nose. Residual necrotic conditions with some deeper skin indentations exist after 14 days.

Manufacturer narrative:
The pt was treated with fagron cooling liniment together with the application of chinosoi-soaked bandages and azithromycin as a systemic antibiotic. At the time of the report the healing was not yet complete. No batch numbers were provided and a review of the device history records could not be performed.